Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: DHR was reviewed by daybreak. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that the connectors were detached from the device. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient claims their bottom left lateral incisor "turned more inward" after a night of wearing the remade device. A call was scheduled with the dental team. However, the dental team believes that the before and after look about the same and that the patient already had crowding in those areas. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue and stopped using the device on (B)(6) 2025.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak case number: (B)(4). The manufacturer internal reference number is: (B)(4).